Event description:
The customer reported a precharged voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to reset the battery circuit breaker. The client reset the circuit breaker. The system was found to be working as intended. The system was put back into service.